Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 25mm aortic pericardial valve implanted to the pulmonary position, was explanted after an implant duration of approximately thirteen (13) years and one (1) month. The explanted device was replaced with a 29mm aortic pericardial valve. Through follow up with the health care provider, it was learned the 25mm valve was explanted due to stenosis and insufficiency. The operative notes indicate that "leaflets were totally fixed in place and degenerated." The device was explanted and a new valve was implanted. The patient tolerated the procedure and was transferred to the pediatric surgical heart unit in satisfactory condition.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it was discarded by the hospital. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at explant were unsuccessful. Without return of the device for evaluation, we are unable to confirm the clinical comments made by the health care provider. It should be noted this aortic valve was implanted in the pulmonary position, the implant had taken place when the patient was approximately ten (10) years old, and the implant duration was approximately 13 years. The most likely cause for stenosis of this valve is calcification given this patient's history and risk factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.